Manufacturer narrative:
Corrections to all fields. Review of this file found that this was reported in error as the reported event did not cause or contribute to a death or serious injury and would not be likely to lead to a death or serious injury if it were to recur. Therefore, corrections are being made to all fields.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004485144-2017-00079 and 3004485144-2017-00080.

Event description:
It was reported that two sleeves were found to be cracked and worn outside of a surgical setting. There was no patient involvement associated with this event. This is report two of two for this event.